Event description:
There was an allegation of questionable urea results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2025, the initial result was 14.3 mmol/l. On (B)(6) 2025, the sample was repeated on another line and the result was 1.4 mmol/l.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found that the gear pump pressure was low. The fse replaced the gear pump head, check valve, and degasser tank. A hardware check was performed successfully. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were performed within specification after the service visit. The service maintenance actions performed by the fse resolved the issue.